Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 234mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Upon informing the customer that the insulin pump was not registered to him, he responded that his friend let him borrow. Advised the caller that the insulin pump needs to be replaced and to get on some sort of back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.